Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received along with an introducer sheath. An examination of the device found that a break was present in the shaft. The break was located at 69. 3 cm distal to the strain relief. An examination of the sheath identified that the sheath was bunched and appeared to be broken/dissected at 5.4 cm from its hub. Using some force it was possible to extract the distal section of the device break from the sheath. This section comprised of the tip, balloon, crimped stent and distal end of the shaft. This section of the device measured 6.3 cm from the tip. An examination of the crimped stent found that the first 2 proximal row s were compressed. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. Same case as MDR ID: 2134265-2014-02062. It was reported that catheter insertion difficulties occurred. The target lesion was located in the iliac artery. An 8.0x40x75cm express ld iliac / biliary stent was selected to treat the lesion. It was noted that during introduction the catheter jammed inside a non-bsc introducer sheath. The device was able to be removed from the introducer. Another 8.0x40x75cm express ld iliac / biliary stent was selected and the same issue occurred. The catheter was removed with the introducer sheath. The procedure was completed with a different introducer and another express ld stent. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed a broken catheter shaft and stent damage.